Manufacturer narrative:
The device was received and evaluation was completed. A device history review revealed no issues that could have caused or contributed to the reported issue. A visual inspection was performed and no abnormalities were found. The reported issue could not be reproduced during the device evaluation. Evaluation observed no issues upon performing flow accuracy tests at 40ml/hr and 125ml/hr for 60 minutes each, with a volumetric output deviating from the original by 0.250 and -1.832 percent, respectively; both deviations fall within the plus or minus five percent margin. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction needed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was not infusing a correct rate. The problem was found during delivery. There was patient involvement but no known patient injury or medical intervention associated with this event. No additional information is available.